Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker presented to the emergency room (ER) where evaluation indicated an issue with the pacemaker. The patient was referred to the hospital. The patient symptoms were not reported, and no further information was provided about the suspected pacemaker issue. Evidence suggests the device remains implanted and in service.